Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the unit did not cool. Found to be a faulty mixing pump. Installed test mixing pump to cool. Servicing the mixing pump will fix the cooling issue. Mixing pump was serviced. Tank seals were found to be torn/worn. Device underwent pm program. Tank seals were replaced. Circulation pump was serviced. Evaporator outlet tube, double bend tube, heater, drain valves, and manifold o-rings were replaced. An electrical safety test and ctu calibration were performed and passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was due for the 2000-hour preventive maintenance. Per review of wo evaluation, unit did not cool. Found to be a faulty mixing pump head. Installed test mixing pump to cool. Per sample evaluation results on (B)(6) 2025, the tank seals being torn/worn and were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was due for the 2000-hour preventive maintenance. Per review of wo evaluation, unit did not cool. Found to be a faulty mixing pump head. Installed test mixing pump to cool.